Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving prialt 7 mcg/ml;1.4 mcg/day and fentanyl 18 mcg/ml; 3.6 mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported an active motor stall was seen at initial interrogation. The patient did not have magnetic resonance imaging (MRI) recently. The patient had an MRI about a month ago but the motor recovered at that time. The motor stall occurred this morning ((B)(6) 2017) around 7 am. There were no electromagnetic interference (emi)/magnetic sources present. The patient was sleeping when the motor stall occurred. The only thing the patient can think of is that he had accidentally bumped himself against the counter and it hit the pump as well. The patient was in pain from the bump. The hcp will continue to manage the patient. No further complications were reported.

Manufacturer narrative:
(B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient did not experience any symptoms related to the motor stall. The cause of the motor stall was unknown. The pump was replaced. The motor stall and pain from bumping the pump was resolved. The patient¿s weight at the time of the event was (B)(6). Medical history includes pudendal neuralgia and chronic low back pain.